Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a prior hyperglycemic event earlier in the day, the user experienced hypoglycemia while using the ilet system, with a lowest reported blood glucose of 40 mg/dl for about one hour; the user relied on cgm readings and was advised to confirm with a fingerstick, and was instructed on treating with 15 grams of carbohydrates every 15 minutes until within target. Symptoms included feeling tired. Outcomes included self-treatment with oral carbohydrates (apple juice and a nutrition drink), no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding potential overcorrection by the automated algorithm following earlier hyperglycemia and guidance on hypoglycemia treatment. Investigation of this case revealed no alerts or alarms and did not identify a device malfunction; the event was consistent with hypoglycemia of unclear cause with possible algorithmic correction dynamics following prior hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.